Event description:
It was reported that during implant there were low right ventricular pacing impedance levels. The lead was repositioned and the numbers improved. The physician reported the impedance was possibly low due to an acute angle in the distal portion of the lead which was repositioned different with normal lead function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).